Manufacturer narrative:
The unit was received with a cracked end cap and dog chew marks.

Event description:
The customer reported via phone call that her insulin pump dropped off of the counter and the bottom of the device cracked. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.